Manufacturer narrative:
During investigation on 06/07/2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. The root cause was due to the failure of both single point load cells. The broken/cracked covers and load cell failures were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in 2007 and is over 16 years old, well past its expected service life of 5 years. Upon visual inspection, the top cover and front and bottom enclosures were observed to be damaged, unrelated to the failed load cell characterization test. The observed physical damage appeared to be the characteristic of user mishandling. The top cover and front and bottom enclosures were replaced to remedy the issue. The autopulse platform passed the initial functional testing. Upon further testing, the platform failed the load cell characterization test due to a failure of both load cells. Both single point load cells were replaced to remedy the failed test. After the service, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
During investigation on 06/07/2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.